Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege pain, discomfort and elevated metal ion levels. Medical records reviewed for MDR reportability. Primary surgical note reported that the acetabular cup was positioned in the patient's instrinsic anteversion of 40-45 degrees. The revision surgical note dated (B)(6) 2015, reported patient had elevated ions without lab results, pain, metal debris in the soft tissue, periacetabular osteolysis, and corrosion. The asr sleeve and stem were added for elevated ions and corrosion.